Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2014-00561 and 00562.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00561 and 1225714-2014-00562. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the pt experienced the sudden cardiac event and expired while undergoing dialysis. The event is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.